Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced diabetic ketoacidosis and high blood glucose of 516 mg/dl and had to go to the emergency room on (B)(6) 2018. The customer¿s blood glucose level was 112 mg/dl at the time of call. The customer was treated by giving bolus with the insulin pump and insulin injections. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. No issues found on the insulin pump. The customer's father reported that the programming on the insulin pump was accurate. The insulin pump will not be returned for the analysis.